Event description:
It was reported that the customer experienced multiple occurrences of a malfunction indicated by code malf 12 on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, keeping it operational until a replacement pump could be sent. The replacement pump features updated software, and the customer acknowledged the steps required to receive and return the pumps.